Manufacturer narrative:
Adding omitted annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. While in navigation, the system went unresponsive. The cursor was able to be moved with the mouse but nothing on the screen would react to the inputs. The instruments would not track and the tracking window was still showing the patient reference frame in view even when the camera was pointed away. The hard reboot for the system was performed and the case proceeded normally when in navigation. H6: codes b01, c10, d18. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that that during the procedure, in navigation, the system went unresponsive. The manufacturer representative (rep) was able to move the cursor with the mouse but nothing on screen would react to inputs. The instruments would not track and the tracking window was still showing the patient reference frame in view even when the camera was pointed away. After a hard reboot, the system went straight to navigation and site was able to proceed with the case like normal.  It was noted that this system had a history of going unresponsive, has had its solid state disk replaced, and has had new software reinstalled as recently as 11/5/2025. There was a delay of less than 1 hour and no impact on patient outcome.